Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2012. According to the complainant, at approximately eight minutes into the ablation phase, a fluid loss alarm error message occurred. Fluid was observed leaking from the cervix during the ablation phase. The procedure was aborted. Post-procedure, the physician observed a 4 cm burn on the right side of the patient's vagina. The burn was first degree in severity. Silvadene cream was applied to the affected area. There were no further complications reported with this event. The patient condition is reported to be "fine." An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.